Manufacturer narrative:
(B)(4).describe event or problem - correction "data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure." Event problem and evaluation codes - correction "method code(s): (B)(4)., result code(s): (B)(4)., conclusion code(s): (B)(4)."

Event description:
No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. No log data available for review. Confirmation of the allegation and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. No injury or medical intervention was reported.